Event description:
It was reported that the patient went to the emergency room after receiving multiple inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. There were also low r waves. Reprogramming was performed. The position of the lead is sub-optimal and the lead has been scheduled to be repositioned, however the procedure has not occurred due to patient non-compliance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7232cx implantable cardioverter defibrillator (ICD): 2006-(B)(6). (B)(4).